Event description:
The customer reported transducer fault alarm during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective board for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.